Event description:
It was reported that the left ventricular (lv) lead triggered an alert for high impedance. There will be closer follow ups for observation of the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.